Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 26 patients experienced blood clotting while using a polyflux 210 h. The event occurred within 4 hours of patient treatment. The treatment was discontinued due to the clotting issue. It was reported that 3 of the patients experienced a sudden drop in hemoglobin levels and ¿issue gave more rbc bags to patients, more heparin to patients during the session to avoid filter clot, and more erythropoietin to patients¿ was given per hospital protocol. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was not received for evaluation, however pictures and companion samples were received at the manufacturing facility and 2 units were investigated. Cross-cuts were performed on several positions of the fibers to control the shape. No defect was identified on the investigated filters. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.